Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that occurred on the home choice (hc) machine during dwell 3 of 5. The technical service representative (tsr) advised the hp to check the lines and bags. The hp stated she found that the unused supply line clamp was open. The tsr advised the hp that all unused lines should be clamped during therapy. The tsr instructed the hp to cycle power to clear the alarm. The hp confirmed to notify the nurse of missed of missed therapy. The tsr reviewed proper procedures per the user manual. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) who stated that the hp was doing fine with therapy. The rn was made aware of the system error 2240 and the meaning of the alarm. There were no further details provided. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 3 of 5 was confirmed. The cause was determined to be related to the patient having a clamp open on an unused supply line. The batch review was not performed because the lot number is unknown. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).